Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection of the tubing showed that, there are several small dark brown to black particles present in the interior of the tubing. Closer visual inspection under a microscope showed that, the particles have the color and physical appearance of burned/charred plastic. The reported condition was confirmed. The root cause is not determined. Upon receipt of the sample at the manufacturing facility, the lot number was identified and a batch review was conducted revealing no issues related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) an interlink continu-flo administration set in which particulate matter was observed. According to the report, the nurse had hooked the tubing to a saline bag and while they were flushing the tubing, they noticed that there was black debris in the tubing between the blue clamp and bottom port. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this event.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.